Manufacturer narrative:
Investigation revealed that the root cause of this failure mode is linked to "improper use - device interface". The patient informed us that the wheelchair was turned on while transporting the device in the vehicle. The wheelchair was evaluated and review of the fault history revealed high occurrence of "joystick static timeout". This alarm indicated, on multiple occasions that the joystick controls were stuck in a drive position for a period of 6 minutes. This alarm is designed to shut down the electronics and protect the drive motors from overheating if the joystick controls were to get stuck in drive. This alarm can only be generated when the device is turned on and can only be reset by power cycling the wheelchair. This warning would have been displayed on the joystick controls each time, but was never reported by the patient. The repeat offense eventually damaged the drive motor and the patient breathed in the smell from the motor which caused breathing difficulties. The patient has preexisting pulmonary issues and uses oxygen to supplement air into his lungs. The patient has been educated on the cause of this failure and has been instructed to make sure the device remains off while transporting to keep from accidental engagement of the joystick controls. The dealer has been supplied the necessary spare parts to correct this issue and bring the wheelchair back to factory specifications. The DHR for this device has been reviewed and the wheelchair met specification prior to distribution. Note: the initial report stated the patient sought medical attention but no issues were discovered and the patients' health was considered normal. On (B)(6), patient stated he was tested positive for smoke inhalation. This case was then revisited by the complaint committee with decision to file.

Event description:
Customer reported transporting the device in his vehicle while occupying his wheelchair when the drive motor overheated. The smell affected his lungs and he was taken to the hospital.